Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir connection and is missing the plastic guard. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed power error and the o rings for the reservoir compartment are missing. No further details provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for pump error and no pump error alarms noted on detailed trace/long trace downloads. The power management tool confirmed the unloaded voltage and loaded voltage are within specification. The insulin pump was received with minor scratched display window and case. No physical damage to retainer or reservoir tube lip.